Manufacturer narrative:
System: the system was examined and the reported event was confirmed. The laser indirect ophthalmoscope (lio) cable attributed to the reported event. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on july 18, 2011. Based on qa assessment, the system met specifications at the time of release. The system was found to meet specifications and found to not be the suspect product in the investigation. Lio. The laser indirect ophthalmoscope (lio) was examined and the reported event was confirmed. The lio cable was replaced and returned foe evaluation. The laser ports were also cleaned. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The associated system was manufactured on july 18, 2011. Based on qa assessment, the system met specifications at the time of release. An lio cable was received for evaluation. A visual assessment of the returned sample revealed the radio frequency identification (rfid) connector had split into several pieces and the fiber optic cable had become detached from the connector. The root cause of the reported event can be attributed to a nonconforming lio cable. However, how or when the lio cable became nonconforming cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a laser did not fire before a procedure. There was no patient involved.

Manufacturer narrative:
Additional information provided in concomitant medical products. (B)(4).